Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range high voltage lead impedance was observed during an attempted implant. The lead was replaced. Patient was stable post-procedure.